Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. Additional information was requested and the following was obtained: is there an alleged deficiency with the har9f that led to the procedure complications? If yes, please describe. During a surgical procedure using the har9f, an iodine seed was inadvertently severed. This led to a nuclear contamination. The iodine seed, when damaged, released its contents, causing a localized area of radioactive exposure. Immediate decontamination procedures to prevent further spread was required. Is the surgeon or some other healthcare professional blaming the device to be the cause of the nuclear contamination/ procedure complications? No, they are still using this device with trust, because it is critical for them to use. They don¿t blame the device to be the cause of the nuclear contamination.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. B3: event year only reported: 2024. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is there an alleged deficiency with the har9f that led to the procedure complications? If yes, please describe. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a parathyroidectomy an iodine seed was inadvertently severed. This led to a nuclear contamination. The iodine seed, when damaged, released its contents, causing a localized area of radioactive exposure. Immediate decontamination procedures to prevent further spread was required. There was an extra 30 minutes of or time due to the time needed for decontamination of the nuclear department and to check for contamination on the patient and the staff.